Event description:
Caller alleged poor precision when testing same meter on patient over time. Patient is getting a plus or minus 0.4 difference. No discrepant data was provided. However, follow up with customer gave the following results: date: (B)(6)2010, inratio: 2.5, lab: 2.5.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 2.5, reference: 2.5, mean: 2.50, confidence limits: 1.6-3.4. Patient's condition of having antiphospholipid syndrome may have affected inr testing. Patient may have been on heparin (lovenox) when initial complaint was made. Lovenox is a class of antithrombotic agents known as low-molecular-weight heparins (lmwh). Per product user guide - limitations, "this test should not be used for patients on heparin therapy." Follow-up communication with customer revealed later test result comparison met accuracy criteria. As of 07/13/2010, four discrepant result complaints were reported for lot #229442 yielding a complaint rate of 0.002%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.